Event description:
It was reported that after a patient was transferred to the omega IV, the table lowered without being commanded to do so. A corner of the empty patient stretcher was impacted resulting in the table arm rail being damaged. No injuries were reported.

Manufacturer narrative:
A gehc service representative performed an onsite investigation. The table was working correctly and the reported problem could not be duplicated. The following were performed: replaced smart handle. This is the tableside control device that allows the table to move up or down. Replacing this is required to ensure that there was no intermittent cause of the un-commanded movement of the table. Replaced supply and park command board due to error 4af0. This was an error noticed when the replacement smart handle was installed. Possibly connected to the table movement confirmed. Checked table for wiring, pinched cable. No faults found. Table working correctly as per specifications. Once the above actions were completed, the device was handed back to the customer for use.